Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to tibial loosening. A review of the invoice history revealed that the tibial bearing and tibial tray were removed and replaced during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight.¿